Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The test strips are no longer available for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek vantus meter serial number (B)(4). On 12-aug-2020 at 4:00 pm, the meter result was 5.3 inr. At 4:15 pm, the customer retested and the meter result was 2.2 inr. At 4:45 pm, the customer tested again and the result was 2.3 inr. The customer has a therapeutic range of 2.0-2.5 inr.